Event description:
Customer stated "developed burns on back. Nothing is visible on the heating pad that anything is wrong with it. However, the heating pad only gets extremely hot in only certain places. One to three inches above the cord is where it got extremely hot. The other two locations are on the opposite side, 3-5 in going away from the end. Burned in 3 places all together." Product was returned for investigation. The product was approx. 23 years and 8 months old when the incident occurred. Upon further investigation into the customers complaint, the inspector could no find any type of defect with the product. The pad was tested by a quality control technician, and the pad was heating and functioning properly with no hot spots found. There was no evidence of burning on the pad. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.